Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that the line started to leak from where the primary line connects to the filter extension.

Manufacturer narrative:
Correction: annex a code. Additional information: initial reporter's phone number. H10: the customer reported the line leaks from the filter extension, and returned two samples of material 20350e, lot 25125300. Upon initial visual examination, the sets had no defects or abnormalities. The sets both reflected the same failure mode when infused with water, a leak spurting from the first air vent on the filter. To address air vent leaks, the supplier of the filter component suggests a bubble test, which consists of infusing air into the set while submerged underwater. This test is for the air vent membrane of the filter, which is the main culprit involved in the filter leaks. The bubble test showed that the filter was working properly, which shows the filter's air vent membrane hydrophobicity was compromised. Another round of flushing plus dry time was able to restore the vents to their hydrophobic qualities. This means the filter did not leak after the cleaning process, and it rules out any manufacturing error with the filter. The root cause could not be determined. Potential scenarios exist where the end user may infuse drugs/solutions into the filter that can weaken or compromise the hydrophobic properties of the air vent, such as low tension fluids like alcohol. Other solutions which may cause problems include tpn and lipids. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.